Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the force sensor calibration and resistance readings were out of specifications, and there was contamination on the force sensor assembly. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the returned battery cap was used to complete investigation. Visual inspection revealed that the battery compartment was cracked. The pump was unable to hold prime during investigation. Investigation revealed that the force sensor calibration ready and the force resistance measurement were out of specifications. The pump was disassembled and there was contamination observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).